Event description:
Reporter alleged obtaining discrepant blood glucose values of 201 mg/dl back to back with a result of 102 mg/dl when testing was performed 5 minutes apart on the aviva system. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.